Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported device being incorrectly reprocessed issue could not be determined, however, it is believed that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility concerned. An olympus professional staff has completed training on proper handling for the facility staff. The event can be prevented by following the instructions for use below: instruction manual evis exera gif/cf/pcf type 160 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2023. During the in-service, the olympus representative was made aware that the customer did not use the suction cleaning adapter during the manual cleaning process and did not have suction in the cleaning room. Cleaning, disinfection and sterilization information and how to complete the missing steps was discussed with the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus endoscopy support specialist reported on behalf of the customer that their evis exera colonovideoscope was not being properly reprocessed. There were no reports of patient or user harm associated with this event.